Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigations(s) sample (if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of this information the following was concluded: product was not returned for evaluation/repair. Evaluation of photo sample provided by the customer confirms damaged cable on a sr8 cue probe. However, complaint investigation and root cause determination could not be completed without physical evaluation of the unit.

Event description:
Per tm - pulling way at the strain relief-frayed wires.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm: pulling way at the strain relief-frayed wires.